Manufacturer narrative:
Follow-up #1: date of submission 12/19/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2013 with the following findings: the keypad was fully intact with no peeling or damage observed. All of the buttons on the keypad were intermittently responsive. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the keypad complaint, the pump booted to the verify screen with a dim and discolored contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas to report that multiple keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.